Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had delivered multiple shocks for atrial fibrillation with rapid ventricular response. This therapy had also triggered a code 1005 for open circuit in the right ventricular (rv) lead, that was due high out of range right ventricular lead impedance greater than 145 ohms during the therapy. The lead impedance was tested with values around 88 ohms range. Technical services discussed that the code was already evidence of a potential lead issue, and recommended following up with the physician on options. This device system remains in-service. No adverse patient effects were reported.